Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The patient was hospitalized for the peritonitis event. Beginning on an unknown date in the same month as the onset of the peritonitis, the patient began treatment with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal and extraneal therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed due to the peritonitis and the patient was started on hemodialysis. After seven days of hospitalization, the patient was discharged. It was unknown if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.